Event description:
It was reported that this right atrial (ra) lead experienced loss of capture due to elevated pacing thresholds. The device was reprogrammed by the local field representative, and the physician was notified. Sensing and impedance measurements remained stable. Following restoration of atrial capture, the rhythm was atrial paced, ventricular sensed (ap-vs). No adverse patient effects were reported. The ra lead remains in service.